Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted and completed by moving the patient into another room. The philips field service engineer (fse) inspected the system on site and confirmed that the geometry was restarting. Upon troubleshooting fse found that the geometry reset occurred due to a malfunction in the spc7 mvr low power board. To resolve the issue, fse replaced the mvr low power board. The defective component was returned to philips for analysis and identified failure mode was characterized by burn and heat spots. The analysis revealed that the electrical board exhibited signs of blackened and showed clear indications of overheating. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry was restarting, and movements could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.